Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in type 111. Primary stability was achieved. Osseointegration was not achieved. The clinician reports the implant did not osseointegrate. The implant was removed on (B)(6) 2012. Medical history: diabetes mellitus.